Event description:
Customer reported a past high blood glucose level displayed as "high"; although specific value was not known. Cause was unknown. Customer administered a correction injection via manual daily injections. Customer reverted to an alternate form of insulin therapy.